Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2008, the pt stated that he received an a8 (bolus cancelled) alert on his infusion device. He received 0.6 units of insulin before receiving the a8. He stated that his blood glucose measured "hi" on his blood glucose meter at 11:55am and at 1:05pm. At the time of the report, his blood glucose measured 487 mg/dl. The pt cleared the a8 and received an e4 (occlusion) error when the infusion device was placed in run. He stated that he changed the infusion site this morning. To troubleshoot, the pt was instructed to disconnect from his infusion site and to prime. He received an e4. He was instructed to remove the infusion tubing, and he was able to prime through the adapter without error. The pt was out of infusion sets and he was sent courtesy samples for overnight delivery. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.